Event description:
The initial reporter stated they received discrepant results for twenty four patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer found crystallization on top of the cuvette surfaces and under the sample area cuvette cover. The covers were removed and the tubing was checked for kinks and leaks. The rinse tubing was found to be split. All rinse needles and shafts were cleaned. Tubing was replaced and re-routed. The cuvette washing was checked. Calibration and controls were run. Calibration was good and controls recovered within range. The investigation determined the service actions resolved the issue.